Manufacturer narrative:
The facility reported a pump with failure code 403:317:864:0000. This occurred before use.evaluation summary: the condition of a defective user interface module printed circuit board (uim pcb) was confirmed. Failure codes 403:317:864:0000, 402:317:858:0000, and 599:320:844:000 in the event history confirm the defective uim pcb. These failure codes are manifested as a result of the uim pcb being defective. The uim pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
During product evaluation, the pump's user interface module printed circuit board (uim pcb) was found to be defective. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.